Event description:
It was reported that during a routine follow-up appointment, the physician noted a right atrial (ra) lead safety switch to unipolar sensing due to high, out-of-range pacing impedance measurements (>3000 ohms). It was alleged the competitor's ra lead was impaired. The physician elected to reprogram the device back to bipolar sensing and continue with normal monitoring. At this time, the system remains implanted and in-service. The patient was stable with no adverse consequences.